Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had noise, intermittent threshold, sensing variation and high impedance. It was also reported that the patient was checked three different times including isometrics and with each check there was noise on the electrogram (egm.) Therefore the right atrium (ra) lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.